Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2015 with the following findings: a battery life issue was not duplicated during investigation. Black box shows an alarm low battery warning was immediately followed by a replace battery alarm on (B)(6) "205" at 20:37. Pump powers with returned battery cap. Battery cap unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Current draws within specifications. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.